Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Reportedly, on friday we had a young adult come in to our clinic with a reported hole in the single lumen broviac allegedly, had placed only 11 days prior. It was said, the patient is very reliable and very careful, we know her well and have no reason to suspect that she abused the catheter nor did our interrogation of her routine of flushing yield any concern. There were allegedly two pin hole leaks where the firm plastic lure hub ends inside the silicon catheter. Facility contact is not sure if the catheter was clamped near the luer connector. It was said, the line was repaired and the old segment was inadvertently discarded